Manufacturer narrative:
Corrected data: upon further review, it was learned that the event for serial number (B)(6) was already captured and submitted under the manufacturer report number 3012236936-2024-0003246. Therefore, no further information will be provided under this manufacturer report number 3012236936-2024-0003066, as it has now been determined to be a duplicate report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the (B)(4) intraocular lens (iol) had a foreign matter. The patient had uncomplicated phaco. Patient complained of blurred vision and a ¿butterfly¿ in her vision. There was a 5-8 mm strand in the anterior chamber adherent to the iris at 9 o¿clock and cystoid macular edema on oct (optical coherence tomography). The iol and the strand were removed from the patient¿s eye in a post operative surgery. The customer sent the strand to their pathology center. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.